Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on june 12th, 2020. It was reported that the cause of the high impedances following the fall, the cause of poor coupling, and the cause of other implantable neurostimulator (ins) issues were not determined. The rep also reported that there were no further actions taken other than reprogramming the patient to address the high impedance and the stimulation not working well. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
Concomitant medical products: product ID: 37651, serial#: (B)(4), product type: recharger. Product ID: 37651, serial#: (B)(4), product type: recharger. Product ID: 37761, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a consumer regarding a patient with an implantable neurostimulator (ins). The patient reported that the dtc cord has become damaged, stating the rubber broke "and the electricity bit me". The dtc cord was frayed and the patient reported getting a shock. No patient complications have been reported because of this event. On 2020-05-29, additional information was received and it was reported that the patient got a replacement desktop charger because the cord was damaged and was burning them. They also mentioned that they saw an eri message, which would coincide with the battery age. They stated that the issue was that they could only get 2 boxes when trying to charge and it happened right after they got the replacement desktop charger. The patient was in a lot of pain for the last 4 weeks because they couldn't charge the implant and lost therapeutic effect. The recharger wouldn't take a charge. No further complications were reported or anticipated. On 2020-june-10, additional information was received from the manufacturer representative (rep) reporting that the patient¿s device was at eri (elective replacement indicator) which was why they thought the patient had recently had their recharger and controller replacement. It was indicated that the patient would be scheduled for a replacement (not yet scheduled). It was also reported that when the rep checked the patient¿s impedances, electrode 1 and 14 showed >10,000 ohms. The rep reported that the patient was not feeling coverage prior to their programming change. The patient had indicated that hey had a fall a couple of weeks ago at the end of (B)(6) 2020, and stated that since then the stimulation was not working as well. Before the programming change, the patient was using electrodes: group a1: 12+ 13+ 14-. The rep stated that they reprogrammed using electrodes: 12- 13- 15+ and stated that the patient was then getting coverage for their pain. The rep stated that the patient was not a good candidate for lead replacement. No further complications were reported/anticipated.